Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to customer's blood glucose. No additional information was provided. Customer declined to continue troubleshooting with tandem technical support.